Event description:
It was reported to philips that the device was not holding charge. There was no reported patient or user involvement and no adverse patient/user impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pin 2 on connector j1 was missing.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was not holding charge. There was no reported patient or user involvement and no adverse patient/user impact.